Event description:
On (B)(6) 2015 the lay user patient contacted lifescan (B)(4), alleging that their onetouch verio meter was reading inaccurately high compare to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began sometime in the week prior to contacting lifescan. The patient reported obtaining a blood glucose reading of ¿9.5mmol/l¿ on the subject meter and ¿5.3mmol/l¿ on a onetouch ultra2 meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of insulin in response to the alleged high readings. The patient reported developing symptoms of ¿high hyperglycemia¿ sometime after the product issue began. The patient was unable/unwilling to provide further details of the specific symptoms they developed. The patient did not report any further treatment. The patient was unable/unwilling to answer troubleshooting questions. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms of ¿hyperglycemia¿ correlate with the alleged high readings. The patient did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patient¿s test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain no more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.